Event description:
Initial report received by phone on (B)(6) 2011 from a physician. A female patient experienced important redness, sensitivity and pain of nose and lips associated with vascular obstruction while receiving poly-l-lactic acid (sculptra). The patient's relevant medical history and concomitant medications were not reported. Nevertheless, it was reported that the patient had previously received 4 injections of poly-l-lactic acid (sculptra) with good tolerance. On (B)(6) 2011, the patient received injection of poly-l-lactic acid (sculptra) batch number unspecified in nasogenial line. The next day, on (B)(6) 2011, she presented with, on injection site area, important redness, sensitivity, busted capillary vessels and pain of nose and lips. No corrective treatment was given. At the date of the contact. I.e. 9 days later, a revascularisation was ongoing; the patient's state was improving. The physician reported that she did not verify, before injection, that needle was outside a vessel. Therefore, an injection in a vessel was not excluded. Pct number is (B)(4). Further information had been asked.